Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Event details and product identification were not provided for the patient mentioned in the journal article. Initial reporter - the article was written by martin lavigne, etienne l. Belzile, alain roy, francois morin, traian amzica, and pascal-andre vendittoli. Device remains implanted.

Event description:
Information was received based on review of a journal article titled, "comparison of whole-blood metal ion levels in four types of metal-on-metal large-diameter femoral head total hip arthroplasty: the potential influence of the adapter sleeve." The aims of this study were: (1) to compare chromium, cobalt, and titanium ion concentrations in the whole blood of patients who received any of four types of total hip arthroplasty implants with a large-diameter femoral head; (2) to assess the progression of ion levels over time; and (3) to identify factors influencing metal ion concentrations. A patient identified in the article expired due to sepsis. There has been no further information provided.